Event description:
On 01/19/2004, the patient was implanted with a vented electric left ventricular assist device (lvad). On 09/29/2004, the vad coordinator contacted the manufacturer reporting that the patient was experiencing power limit advisory and rate control fault advisories. This was happening mostly when lying on his left side. The vad coordinator had exchanged the system controller. This did not change anything. The vad coordinator suspected a possible kink. The manufacturer requested waveforms. The analysis of the waveforms showed a possible issue. Also a vent lifter will be sent to the manufacturer for analysis. The patient was sent to the manufacturer for analysis. The patient was sent to cath lab in 2004. He was placed on his right side to create the alarm condition experienced since the day before. The pump made a loud squealing noise, and under the fluoroscopy, the pump was observed to slow down and the bearings were moving extremely slowly with red heart alarms, and yellow wrench alarms. The pump would then speed up for 3 or 4 beats and then grind and slow down again per the vad coordinator. The physician ordered the patient to be place on the ip console with a stroke volume limiter (svl), and scheduled a pump change out for 09/29/2004. The patient remains stable in the ICU. The pump will be returned to the manufacturer for analysis after the pump exchange.

Manufacturer narrative:
On 09/29/2004, the patient had a pump exchange, and the pump was sent to the manufacturer for analysis. The manufacturer received the device on 10/01/2004, for analysis. The patient remains on lvad support while awaiting a heart transplant. The analysis of the pump assembly revealed that the cause of the reported event was due to the wearing and failure of the outer cam follower bearing, especially to internal bronze bearing retainers. The analysis of the outer cam follower bearing revealed that the ball bearings wore through the socket walls of the bearing retainers causing the retainers to split in half. The end result of the retainer damage caused significant outer race play and ball misalignment, which ultimately caused the outer race to seize. The cause of the outer cam follower bearing wear based on the analysis appeared to be related to lubricant loss. The overall evaluation of the mechanical aspects of the device (significant amount of particulate and wear for the support duration) suggests the device may have been either operating at high beat rates, or subjected to high loads for an extended period of time. In an effort to address bearing wear related issues, the manufacturer is in the process of redesigning the pump bearings through the design change system. No further information is available. The manufacturer is closing its file on this event.